Event description:
A physician reported following an intraocular lens (iol) implant procedure, the patient who underwent cataract surgery on his right eye on (B)(6) 2024. The surgery itself was routine, however, the postoperative period was unexpectedly complicated by the development of grade-IV corneal endothelial edema and descemet folds that persisted for nearly six weeks. The patient is currently in the process of recovery under intensive topical steroids and sodium chloride therapy. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. The sterilization reports were reviewed and there were no issues with the sterilization process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).